Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the flow rate is not accurate. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/03/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump's flow rate is not accurate.